Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake detent mechanism was cracked and broken. The technician replaced the brake detent to repair the bed.